Manufacturer narrative:
Investigation results did not find a bent/kinked soft cannula. The data downloaded from the device did not show any timeouts or drive stalls during the run. No damages were found with the cannula assembly that would result in leaking during wear. A leak test was performed, and no leakages were observed along the entire fluid path.

Event description:
It was reported the patient's blood glucose level rose to 300 mg/dl (16.7 mmol/l) while wearing the pod between 5 and 24 hours. The pod was leaking insulin. When removed from the infusion site (arm), the pod's cannula was found bent. As treatment a new pod was applied.

Manufacturer narrative:
Lot release records were reviewed, and the product lot met all acceptance criteria. The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the reported bent cannula. Locked down smartphone: lockdown, omnipod software app version: 3.1.5-p001, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.